Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received. The reported lot number was not confirmed as the packaging was not returned. During the visual inspection, the guidewire was returned in two fragments. The device was fractured 34.5cm from the distal end, the nitinol and core wire were separated at the junction. The guidewire was slightly shaped at the distal tip. Functional testing the device was hydrated and there were no anomalies noted to the outer coating of the device.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported and as analyzed will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure subject guidewire was prepared by the physician to pass through the v- valve of the microcatheter but he was unable to deliver it. On withdrawal of the subject guidewire out of the patient's body its tip was found to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure subject guidewire was prepared by the physician to pass through the v- valve of the microcatheter but he was unable to deliver it. On withdrawal of the subject guidewire out of the patient's body its tip was found to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.